Event description:
The new lvad allowed to unload lv and close aortic valve (ao) valve; due unstable blood pressure and high need of vasopresors, elevated central venous pressure (cvp) and impaired oxygenation right ventricular assist device (rvad) with oxygenator was implanted; unfortunately patient expired under septic vasoplegia shock despite maximal device and pharmaceutical therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The new left ventricular assist device (lvad) worked as expected following the pump exchange but the patient still had mean arterial pressure of 40-50mmhg and hyposaturation. A transesophageal echocardiography (tee) was done that showed a hypokinesis of the right ventricle. It was then decided to implant a right ventricular assist device (rvad) with oxygenator. Both lvad and rvad worked at 4.7l/min. Nevertheless, the mean arterial pressure kept falling to 30-40mmhg. Patient's condition was then assessed as infaustic. Patient expired under septic vasoplegia shock despite maximal device and pharmaceutical therapy on (B)(6) 2024. The cause of septic vasoplegia shock was unknown.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported septic shock could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the patient handbook, rev. G are currently available. Section 1, "introduction," lists sepsis and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Additionally, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.